Event description:
Device 3 of 3: reference MFR. Report#1627487-2019-01969, reference MFR. Report#1627487-2019-02061. It was reported that during reprogramming, the patient controller displayed an error while attempting to set ipg to MRI mode. Lead diagnostics displayed low impedances. As a result, the system may be explanted at a later date.

Event description:
Device 3 of 3: reference MFR report #1627487-2019-01969. Reference MFR report #1627487-2019-02061. Additional information received identified that the entire system was explanted.